Event description:
It was reported that when firing with plee60a and gst60g reload some of the staples on stomach side did not deploy - some staples can be seen still in cartridge and some have straight legs - hcp advised that it was not tight on the bougie. Procedure was a sleeve gastrectomy that was converted to a laparoscopic gastrectomy. Surgery was delayed 90 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what is the current patient outcome/status? Patient is doing well and no further complications at this stage. What lead to the surgeon¿s decision to convert to gastric bypass as opposed to attempting another reload or manually sewing? Surgeon believed that there was not enough space/ tissue to fire another reload to complete the sleeve. I have not been able to discuss surgeon decision to convert to bypass other than he thought it was the safest and best option for the patient at the time. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. D4: batch #398a88. Additional information requested and the following was received: could you please confirm whether ech60r is used in this procedure or related to this case? Yes - double seamguard for the echelon is used on all reloads/ firings. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. The reload was received unfired with buttressing material. In addition, another gst60g reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with both reloads (the test and returned) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.